Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate matter (pm) was observed in five (5) units of vented micro-volume inlets. The location of the pm was not reported. This was noticed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: five (5) actual devices and five (5) photographs of the samples were provided for evaluation. A visual inspection was performed on the photo samples, and small spots of particles in the sealed packaging of the products were observed. Visual inspection was performed on all the samples and particles of foreign matter in the sealed product packaging were observed. The first sample had a black foreign particle on the white connector. The second sample had a dark spot or fiber on the white connector. The third sample had a tiny dark spot on the white connector. The fourth sample had a dark spot or fiber on white connector. The fifth sample had a brown spot on the spike flange. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.